Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. It was observed that the pump displayed that the infusion was complete, however, the bag of antibiotics that was being infused, was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.